Manufacturer narrative:
(B)(4). This report was filed by the MFR. Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported an incident in which narcotic pain medication may have infused too rapidly. Fentanyl 2500mcg/100ml was hung as a primary to infuse at 100mcg/hr (4ml/hr). Profile was ER-ICU-pacu-sds. Although requested, no further pt or event info was provided. MFR's report no: 2016493-2014-00093. (B)(4).